Event description:
The customer reported that during a whipple and jejunostomy case, hemostasis was inadequate and bleeding occurred. A new device was used to complete the procedure w/o incident. The site has not yet provided add'l info concerning the incident.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for eval. Add'l questions in regard to the incident have been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.